Manufacturer narrative:
Additional concomitant medical products: 1999 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a possible issue with the device as the longevity dropped significantly within the past few years. The device remains in use. No patient complications have been reported as a result of this event.